Event description:
Philips received a complaint by the customer on the v60 indicating that the screw was spinning freely, making it impossible to secure the device to the stand. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported, and there was no reported delay in therapy. The customer called technical support to report that the screw was spinning freely, making it impossible to secure the device to the stand. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse discovered that the rubber foot on the rear right side was loose, so the pse retightened the screw. The pse also found that the part for installing the rubber foot of the central processing unit (cpu) tray cover was damaged. The pse replaced the cpu tray cover, verified that the issue was resolved, and placed the device back in service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.